Manufacturer narrative:
The field service engineer did not go on site for this issue, because the customer felt the instrument was operational. The cause of the discordant result is unknown.

Event description:
An elevated advia 60 platelet count was obtained on a known itp patient. The physician questioned the result and the sample was returned on an advia 2120 analyzer. There was no report of adverse health consequences due to the elevated discordant result on the advia 60.